Event description:
It was pericardial effusion occurred, and patient started showing signs of possible tamponade. The procedure was aborted. It was reported that versacross connect laac access solution was selected for use. The procedure was ice guided with conscious sedation. There was difficulty advancing ice and the trusteer sheath/versacross system to the right atrium. It was noted that the patient's anatomy was atypical with the inferior vena cava (ivc) and superior vena cava (svc) in different axis. It was very difficult to visualize on ice. A transeptal puncture was made in what appeared to be a mid/mid stick per ice imaging. The wire was then visualized in the left atrial appendage (laa). The physician attempted to advance the dilator and sheath and felt a lot of resistance. The physician then asked for anesthesia and to switch to tee. The patient was hemodynamically stable at this point. The patient was then intubated, and tee probe was placed. The physician pulled back the sheath/dilator and wire. It was noted that there was a pericardial effusion it was not there prior to the procedure. The effusion (circumferential) was increasing in size and patients' blood pressure decreased. Anesthesia medically intervened. The physician performed a pericardiocentesis to drain the blood (the color was normal blood color - darker red). CT surgery was notified, and it was decided that the patient go to surgery. Effusion was noted after transseptal, patient started showing signs of possible tamponade, pericardiocentesis was then performed. It was noted by CT surgeon that the perforation did occur posteriorly. Patient is expected to recover. Procedure was aborted and that time original device was used. As per the physician, the transseptal puncture was the cause of the patient complication. The device is not expected to return for analysis as disposed. It was further reported that versacross connect was in the patient body when complication begun, but no malfunction was reported. In the physicians opinion, it was that the ice imaging was misleading the location of the transeptal. Therefore, the transseptal devices did not fault but it was issue occurred during transeptal. The transeptal needed up being too posterior causing a perforation which is lead to pericardial effusion. The blood pressure was slightly hypotensive but fairly stable prior to be taken to surgery. The patient had surgery and was hospitalized and later patient was discharged.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was pericardial effusion occurred, and patient started showing signs of possible tamponade. The procedure was aborted. It was reported that versacross connect laac access solution was selected for use. The procedure was ice guided with conscious sedation. There was difficulty advancing ice and the trusteer sheath/versacross system to the right atrium. It was noted that the patient's anatomy was atypical with the inferior vena cava (ivc) and superior vena cava (svc) in different axis. It was very difficult to visualize on ice. A transeptal puncture was made in what appeared to be a mid/mid stick per ice imaging. The wire was then visualized in the left atrial appendage (laa). The physician attempted to advance the dilator and sheath and felt a lot of resistance. The physician then asked for anesthesia and to switch to tee. The patient was hemodynamically stable at this point. The patient was then intubated, and tee probe was placed. The physician pulled back the sheath/dilator and wire. It was noted that there was a pericardial effusion it was not there prior to the procedure. The effusion (circumferential) was increasing in size and patients' blood pressure decreased. Anesthesia medically intervened. The physician performed a pericardiocentesis to drain the blood (the color was normal blood color - darker red). CT surgery was notified, and it was decided that the patient go to surgery. Effusion was noted after transseptal, patient started showing signs of possible tamponade, pericardiocentesis was then performed. It was noted by CT surgeon that the perforation did occur posteriorly. Patient is expected to recover. Procedure was aborted and that time original device was used. As per the physician, the transseptal puncture was the cause of the patient complication. The device is not expected to return for analysis as disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separated report for the versacross rf wire is being submitted. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.